Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine, baclofen, dilaudid, and sufenta via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that the patient saw an 8475 code on their ptm (personal therapy manager) and had an increase in pain. The hcp was going to follow-up with the patient to confirm what code he saw and the patient was coming in on (B)(6) 2017 at 11am. Additional information was received on (B)(6) 2017 and it was reported that the ptm code was actually 8476 (motor stall). The pump logs showed a total of 12 motor stalls and motor stall recoveries with the first one on (B)(6) 2017 and the last one yesterday. The code and symptoms were not resolved at the time of the report. A pump replacement procedure was scheduled for friday ((B)(6) 2017). It was unknown if the patient was taking medication in addition to the pump at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Event description:
Additional information was reported by the company representative. It was noted that there was no patient injury and the patient had recovered without sequela. A session data report indicated that the pump and catheter had been replaced on (B)(6) 2017 and the catheter was at l1. It was also noted that no rotor or dye study had been completed. As of (B)(6) 2017 the pump had contained sufentanyl (6 mg/ml at 0.2884 mg/day), hydromorphone (30 mg/ml at 1.442 mg/day), bupivacaine (20 mg/ml at 0.961 mg/day), and baclofen (0.2 mg/ml at 0.00961 mg/day).

Manufacturer narrative:
Analysis of the pump revealed motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.